Event description:
According to the hospital the screw backed out of the nail after completing the treatment of limb lenghtening. The patient lost the correction, because a revision surgery was necessary. A new hole was drilled for the new locking screw. The patient had to resume treatment for one more week until the length of the femur was re-established.